Manufacturer narrative:
H4: lot manufactured between october 1, 2020 to october 2, 2020. The device was received for evaluation containing approximately 92ml of residual drug fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed with no issues noted; results were within the product specification range. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) under infused for a patient infusion. At the completion of the infusion, the reporter stated that ¿more than 10%¿ was left in the device to be infused. The device had been filled with piperacillin/tazobactam 13500mg in 230ml sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available..